Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates the patient was admitted from clinic on (B)(6) 2016 for a low hemoglobin (hgb) of 6.7 and suspected of gastrointestinal (gi) bleed.  It was stated that the patient complained of melena for 2 days. Repeat hbg upon admission was lower at 6.3. The patient was transfused 1 unit packed red blood cells (prbcs) with an appropriate response. The gi team was consulted on (B)(6), but felt that there was no need for any intervention at this time.  They did recommend starting weekly intravenous (IV) iron infusions.  Anticoagulation regimen was changed to warfarin (inr 2.0-2.5) with aspirin (asa) 81mg daily.  The patient was discharged home with a stable hgb on (B)(6) 2016.  To date, the patient has been doing well without any further bleeding issues.  She remains status 1ae status for heart transplant. No additional information available.